Manufacturer narrative:
Section a, patient information: a2, a4, a5: customer indicated patient information cannot be provided due to personal data privacy legislation / policy. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - impact code: 4625 used to capture incision enlarged, sutures and unplanned vitrectomy. Section h6- health effect - clinical code: 4581, is to capture device decentered or dislocated or tilted subluxated or wrong position. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was not stable in the eye. The iol was removed and replaced in the same procedure with a non jnj lens. Vitrectomy was required. The incision was enlarged and sutures were used. The device was discarded. No further information was provided.